Event description:
It was reported that during the attempt to implant the pulse generator the patient went into cardiac arrest. Cardiac resuscitation was performed with external defibrillators. The pulse generator exhibited tripped eri. It was believed this was due to the exposure of the defibrillator. The device software was downloaded and successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.